Event description:
It was reported, that a 4.0mm cannulated short threaded screw broke off on the bottom near the threading during implantation. It was reported that while inserting a 42mm 4.0mm cannulated short threaded screw medial malleolus, approximately 6-9mm of the distal thread shaved away from the core as the screw was being inserted over a 1.25mm guide wire. The 2.7mm cannulated drill bit was used to pre-drill prior to the screw being implanted. All items were recovered and there was a 5 minute delay in completing the procedure. The procedure was successfully completed with no patient injury. This complaint is for the 42mm 4.0mm cannulated short threaded screw, report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.